Manufacturer narrative:
The practitioner did not returned the impacted needle but and returned 4 boxes including 1 opened (with 2 different batches and sizes). Consequently, tests performed during this investigation was done on the needles returned by the practitioner. No deficiency was observed during the tests performed due to this complaint (cannula bending). The occurrence of the needle breakage by the same practioner in several patients appears to be related to a non-observance of the instructions for use including bending of the needle. The practitioner will be reminded not to bent the needle. No other claims have been registered on the batch. Therefore, no CAPA is required. Given the certificate of conformity of the cannulas used and without any recurrence on this batch of device, the cause due to the cannulas quality can be excluded. The tests performed permitted the exclude a cause due to the quality of the cannulas. The production method cause can therefore be excluded. Consequently, the cause due to misuse of the product by the practitioner is privileged: pre-bending and/or nervous state of the patient and/or use of multiple cartridges. Indeed, mix of different batches can induce a risk of use an expired device and/or use of a device unsuitable for the type of .procedure performed. The workforce cause due to operators in charge during the production of this batch can be excluded. The equipment cause due to deficiency during the process can be excluded. Consequently, this cause can be excluded. No deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this device batches. No proven cause was identified during investigation, and the privileged cause after investigation is condition of use by the practitioner. The recommendations for use and a warning about bended needle are listed in the notice. Consequently, no corrective action will be done following this complaint. Initially, the reported complained of dental needle twisted during the injection in the gum associated to pain in patients. Quality investigations were performed regarding a needle bending issue and retrieved no deficiency. Following the follow-up information #2 received on 26-nov-2020, new quality investigations will be performed on the breakage issue. After investigation, the privileged cause privileged is condition of use by the practitioner: nervous state of the patient due to the young age and possibly the used of several cartridges. Moreover, during the inspection of the boxes returned, two batches with two different length was found in the opened box. Regarding the risk induced by a wrong storage method (use of a expired device and/or use of a device unsuitable for the type of procedure performed), we recommend resensibilisation of the practitioner on this point. Consequently, we recommend a training/resensibilisation of the practitioner. This is the first complaint for a "cannula bending during use" defect for this batch f51588aa. This is the first complaint for this defect for the cannula batch used (101-19: 312'000 cannulas).the controls done by our supplier prevent the risk the assembled device with non-conform cannulas. Furthermore, during the tests performed due to this complaint, no defect was observed on the device tested: no bending when insertion of the cannula in a device simulating a gingiva. After investigation, the privileged cause privileged is condition of use by the practitioner: nervous state of the patient due to the young age and possibly the used of several cartridges. The recommendations for use are listed in the notice. Consequently and without any occurrence on these batches of device and cannulas, without deviation registered during the production or quality issue identified during this investigation, the residual risk is judged acceptable.

Event description:
Spontaneous report, from (B)(6). Local reference #: (B)(4). An initial serious case report received on 24-jul-2020 from hospital's pharmacist by phone, follow-up information #1 received on 03-aug-2020 from quality department and follow-up information #2 received on 26-nov-2020 from the reporter. The case was upgraded as serious with follow-up information #2 (needle breakage in the gum) as per septodont convention to consider needle breakage in mouth as significant. The reporter did not reported needle breakage as serious incident. All versions were processed together. The pharmacist reported that five children with unspecified medical history had been injected local anesthetics with ultra safety plus (batch: f51588aa ; exp. Date: nov-2024) on (B)(6) 2020 for dental care (extraction and caries treatment). Periapical anesthesia technique was used. During the injection, the needle broke in the gums of the patients. The needle breakage was associated with pain. The dental needle in patient's mouth could be removed and no additional action was necessary. Investigations results and analysis: tests performed did not identify any deficiency. Further information from the reporter expected. Fu #1: additional information provided regarding analysis report. Fu #2: additional information provided regarding procedure and reactions. Changes on the number of patients (from 3 to 5) and date of incidents on (B)(6) 2020 to (B)(6) 2020 were noted between the initial and fu. Initially, the reporter complained of dental needle twisted during the injection in the gum associated to pain in patients. Quality investigations were performed regarding a needle bending issue and retrieved no deficiency. Following the follow-up information #2 received on 26-nov-2020, new quality investigations will be performed on the breakage issue. Causality assessment on (B)(6) 2020, on initial information received on 24-jul-2020: causality re-evaluated on (B)(6) 2020, on follow-up information #1 received on 03-aug-2020: causality re-evaluated on (B)(6) 2020, on follow-up information #2 received on 26-nov-2020, modified on (B)(6) 2020: seriousness: serious (needle broken in the gum) - required intervention to prevent permanent impairment/damage. Expectedness: needle issue: unexpected fr, foreign body in gastrointestinal tract: unexpected fr, needle issue: unexpected fr, pain: expected fr. Causality: latency: compatible. Recognized association: yes for pain. Analysis: investigation performed did not identify any defect. However, they were performed regarding the initial needle bending issue reported. New quality investigations will be performed regarding the breakage issue. No similar incident with the same batch is reported. The occurrence of the needle breakage by the same practioner in several patients appears to be related to a non-observance of the instructions for use including bending of the needle. The practitioner will be reminded not to bent the needle. No CAPA is required. Dechallenge: na. Rechallenge: na. Concluded causality who: unlikely. Follow-up information #1 received on 03-aug-2020: assessment changed from not assessable to unlikely. Follow-up information #2 received on 26-nov-2020: reported reactions changed from needle bent during injection by needle broken. Assessment modified on (B)(6) 2020.